Manufacturer narrative:
A system service check out of the medrad avanta fluid management injector system (sn (B)(4)) by bayer service was declined by the site. The disposable products used during the procedure were discarded and the lot numbers are unknown; therefore, testing of retain lot samples is not possible. The site declined the offer of additional applications training. Bayer medical care through its office in (B)(4) is available to assist should any request for assistance be made by the hospital.

Event description:
The site reported the following: during a coronary angiogram procedure with the catheter placed in the left coronary artery, a small air bubble was detected on the fluoroscopic screen during a contrast injection while an (B)(6) male patient was connected to a medrad avanta fluid management injector system. The patient reportedly exhibited chest discomfort and st elevation on his ECG tracing. Medical intervention included the administration of nicorandil. The patient was stabilized successfully.